Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump alarmed button error after being submerged in water. The reported blood glucose reading was 221 mg/dl. Nothing further was reported.